Manufacturer narrative:
Results: myocardial infarction, occlusion. Conclusions: myocardial infarction, occlusion. (B)(4).

Event description:
The clinical events comittee adjudicated that previously reported mi occurred on the same day as the index procedure.

Event description:
During index procedure the patient had 1 resolute integrity drug-eluting stent implanted to the lad. On the same day the patient developed a side branch occlusion. The occlusion was treated with kissing balloon technique to the lad. One day post index procedure the patient suffered a mi. The investigator indicated that the reported occlusion was not related to the study device.